Event description:
It was reported that during an unknown procedure the blade tip broke off. The piece has been retrieved immediately into the patient. No patient consequences. Another like device has been used to complete the case. 1 device will be returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.